Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was also reported that undersensing was noted on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.